Event description:
Received a report from a consumer who advised and noticed pieces of the pledget coming out of her vagina after she had removed the tampon pledget. Consumer was able to remove the pieces. No injury reported.